Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The visting nursing states when the end user is in the sling, the unit will not hold pressure and will slowly let the end user down.